Event description:
The complaint received for the (B) (4) study indicated that this patient was admitted for angiography due to myocardial infarction, angina, and a positive stress test. Angiography revealed a 40%, heavily calcified, type-a, de novo lesion in the mid ramus intermediate artery. There was possibly some thrombus within the target site prior to pci. The lesion was pre-dilated with a 2.5 x 15mm balloon inflated to 12 atms. A 3.5 x 18mm cypher stent was deployed in the target to 9 atms. Following stent implantation, a thrombus formed at the target site, and there was no reflow. Thrombectomy was conducted and a second stent was implanted, a 3.5 x 08mm cypher stent, distally to the first and overlapping the edges. The stent was deployed to 14 atms. The final result was satisfactory. There was no dissection. At 6-12 hours post index procedure, the patient¿s cardiac enzymes were elevated: ck 882 (ul = 170) and ck-mb 81 (ul 5.0). No pre-procedure enzymes are provided for comparison. 16-24 hours post procedure: ck 233 and ck-mb 13.8. No treatment was reported. The patient was discharged three days post procedure with no complaints of angina and in stable condition.

Manufacturer narrative:
Additional information received from the (B)(4) revealed that the patient presented with pre-existing clot in the target lesion. This was not a result of the stent placements. An xp 3.5 guiding catheter was placed in the left main. Bmw wire was used to cross the ramus intermedius and initial thrombectomy was performed. The physician aspirated some thrombus. Longish and irregular plaque was noted. A 3.5 x 22 cypher and then a 3.5 x 8 were deployed and inflated to 14 atmospheres. Subsequently, the stents were post dilated using a 4 mm balloon. Good results were achieved with timi 3 flow features. Subsequently, a left ventriculogram was performed by anterior oblique projection. The event will be unreported and the event made "no event - new info." This is one of two reports submitted for the same event. Please reference MFR report #s: 3003742446-2010-00110 and 3003742446-2010-00111.

Manufacturer narrative:
Aspirin, plavix, statins, reo-pro, angiomax, heparin. Date (B) (6) 2010. The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. This is one of two reports submitted for the same event. Please reference MFR report #s: 3003742446-2010-00110 and 3003742446-2010-00111. Additional information will be submitted within 30 days of receipt.